Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left renal artery. A 6.0mmx18mmx150cm express vascular sd stent balloon expandable was advanced for treatment. However, it could not cross the lesion. After unsuccessful repeated attempts, the stent was removed. Upon removal, it was found that the stent was deformed. The procedure was completed by dilating the lesion using a sterling balloon catheter. There were no patient complications as a result of this event, and the patient condition following procedure was stable.